Event description:
Boston scientific crm received information this patient's cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting noise on the right ventricular (rv) channel, which was resulting in intermittent inhibition of pacing associated with asystole. The physician plans to abandon the lead and the crt-d and place a new system on the right side. No adverse patient effects were reported. Additional information indicates that this patient is next on the list for a heart transplant therefore, no surgical intervention will be performed at this time.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.